Event description:
A report was received per social media that the patient was experiencing extreme pain due to the ipg moved nearly three inches and it was pressing on the herniated disc. It was also reported that the device will fall out and ate a hole in the patient's back.